Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition. Additional information: this involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected user error.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. (B)(4).

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump with a battery issue. It is unknown when the reported condition occurred. It is unknown if there is patient involvement. No patient injury or medical intervention occurred. The software version is currently not known. No additional information is available.